Event description:
It was reported that the patient had high impedance. There was no known cause for the high impedance, and the last known diagnostics were not known. The patient was being referred for a replacement surgery. Clinic notes were received that indicated the patient's current settings and confirmed the report of high impedance. The notes showed that on (B)(6) 2011, the lead impedance had been acceptable. Attempts for further information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patients generator was programmed to 0 ma due to the reported high lead impedance in accordance to the treating physician. Additional information was received from the area representative indicating the patient underwent vns replacement surgery. The area representative indicated that the lead had a discontinuity. The explanted lead and generator were returned to the manufacturer and are undergoing product analysis.

Event description:
Further information from the treating nurse indicated that no patient manipulation or trauma was reported to have contributed to the high impedance. X-rays will not be provided to the manufacturer. The last known system diagnostics were from (B)(6) 2011 and lead impedance was ok eri=no. Additionally, the nurse indicated the reported aggressiveness was likely due to the high impedance. Analysis was completed on the returned devices. Analysis of the generator indicated the pulse generator performed according to functional specifications. Analysis of the returned lead revealed that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.